Event description:
A distributor in chile reported, via a fisher and paykel healthcare (f&p) field representative, that the max pressure control button cannot be adjusted on a rd900 neopuff. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and performance tested. Results: inspection of the complaint max pressure valve on the rd900 neopuff infant resuscitator revealed the valve was jammed and could not be adjusted. Conclusion: when the max-pressue valve was inspected excessive glue was found inside the valve which may have caused the reported event. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at time of production. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation of the subject rd900 neopuff infant resuscitator. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported, via a fisher and paykel healthcare (f&p) field representative, that the max pressure control button cannot be adjusted on a rd900 neopuff. There was no patient involvement.